Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The end of the revision handle that attaches to the power handle stripped and would not drive forward.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not provided. A complaint database search against the provided product code found previous reports of damaged/stripped attachment features, previous similar investigations have found wear can occur when the reamers begin spinning inside the adapter once the reamers have been subjected to usage/hard cortical bone. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.